Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested, and passed with accurate readings. Needle anomaly was not verified due to the needle was not returned.

Event description:
Customer is having issues with his sensors. The insulin pump alarms for a low, however, the blood glucose will test 157 mg/dl to 159 mg/dl. The customer has received 7 to 8 calibration request from the insulin pump. The next calibration is not due until 8pm. The current blood glucose reading is 169 mg/dl. Customer has had issues with the insertion of the sensor. During troubleshooting, the customer is following the correct insertion technique. Customer will monitor the sensor. Nothing further reported.